Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with a 450cc mentor tissue expander that had recently passed its sterility expiration date. No patient complications have been reported to date. Implanting an expired device is inconsistent with the instructions for use, and thus the device was used off label. The serial number of the complaint device was not provided, so the specific invoice date is unknown at this time. However, there is currently no evidence available suggesting that the device was shipped as an expired product to the distributor. Multiple follow up attempts have been performed, but no additional information has been made available. If additional clarification is received, a supplemental report will be submitted.